Manufacturer narrative:
Final analysis of lead model 3093-28 showed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v870676, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports an unknown impedance issue. A revision was required but has not yet occurred. Impedance testing was performed and the issue was not resolved. The cause of the issue was the patient fell and damaged her lead. It was no longer working and the lead will be replaced. The patient status was alive with no injury on the reported event date. There were unknown patient symptoms or complications associated with this event. It was later reported that the representative confirmed that she had the incorrect date initially and her aware date was (B)(6) 2014. The representative went on to report that the lead revision took place (B)(6) 2014 and was successful. The patient was able to feel stimulation.

Event description:
It was reported the call was about diagnostics/impedances. The healthcare provider reports reading greater than 4000 ohms on all of the bipolar pairs. The caller reports a loss of therapeutic effect. The patient was in office and has no stimulation. It was noted programmed 3 +1- and 1.4 volts. It was reported that the has had a stroke and not a good historian. The patient fell 2-3 months ago and does not know if return of symptoms was sudden or gradual. The impedances at 1.0 volts show all greater than 4000 except group c/0. The impedances at 4.0 volts show c/0 at 632, c/1 greater than 4000, c/2 at 2265, c/3 at 3021 and all bipolar pairs greater than 4000. It was noted will try to program with c and 0 if medically appropriate if this does not work, surgical intervention will be necessary.

Manufacturer narrative:
(B)(4).